Event description:
It was reported that the pt has been less responsive to sound since around 2008. The clinic sent external equipment to the pt, but without resolution of the problem. The pt was seen by the clinic six days later. There has been no report of trauma or illness. No swelling of the skin-flap was noted. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.